Manufacturer narrative:
Based on the claim against the product by the customer noting loose metal piece on the hook, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a dislodged ceramic sleeve. Common causes of the failure mode dislodged instrument ceramic sleeve are attributed to manufacturing. Insufficient silicone potting on the ceramic sleeve can result in its dislodgement. Additionally, the instrument was found to have a broken/ ceramic sleeve. A broken piece is missing as a result of breakage. Size of missing piece is approximately 0.038¿ x 0.055¿. Common causes of the failure mode broken instrument ceramic sleeve are typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. This may be attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with another instrument. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause a broken ceramic sleeve. The complaint regarding loose metal piece on the hook, was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the ceramic sleeve on the permanent cautery hook instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a loose metal piece on the hook. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.